Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse found loose helium supply fitting, repaired fitting and ensured no further leakage. The fse replaced the batteries and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10. A getinge field service engineer (fse) has clarified that it was suspected that a low 9v battery was the possible cause of the invalid low helium indication at the start of troubleshooting. Therefore; the primary 9v battery were replaced. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: e1(site country). Corrected fields: h6 ( investigation findings, component code). A getinge field service engineer (fse) was dispatched to evaluate the iabp. The fse found loose helium supply fitting, repaired fitting and ensured no further leakage. The fse replaced the batteries and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. A getinge field service engineer (fse) has clarified that it was suspected that a low 9v battery was the possible cause of the invalid low helium indication at the start of troubleshooting. Therefore; the primary 9v battery were replaced. A supplemental report will be submitted upon completion of our investigation.